Event description:
It was reported that the patient had good audiological and functional benefit for her hearing after having been implanted. For the last 12 months, she complained of skin irritation and redness. The magnet strength of the audio processor was reduced to the weakest level and local treatment was applied. But recently the skin status got worse. Due to skin necrosis and beginning of extrusion, the patient was explanted in 2009. Testing showed that the vorp was functional.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.